Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced some initial low blood glucose levels. After his doctor made some small adjustments, he has only experienced a low blood glucose level of around 50 mg/dl. The customer believed he may have overcorrected for dinner the night before. The sensor did not catch the low blood glucose properly. The device was not returned.